Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen underneath protector was damaged, so touchscreen became unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. There was no reported information regarding customer's backup therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.